Event description:
Noted tubing set wet at valve just below pump when disconnecting pt from maintenance IV fluids. Ran fluids a bit longer into sink to verify leak. Leak discovered at weld of IV tubing and valve. Sequestered IV tubing and changed out set. Devices will be returned only if mfrs provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or pt contact.